Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after experiencing a syncopal episode. The device was not checked at the time and the patient was sent home. A week later the patient was seen for follow up and it was found that the patient had ventricular fibrillation (vf) and that this was the cause of the syncope. The patient was hospitalized for additional testing. At this time, this system remains in service. No additional adverse patient effects were reported.